Event description:
On (B)(6) 2012, pt admitted for worsening vaginal prolapse and underwent enterocele reduction and mesh. On (B)(6) 2012, pt was discharged home w/o complication. On (B)(6) 2012, presented to local hospital with fever, nausea, vomiting and diarrhea. CT scan of abdomen demonstrated pelvic abscess and was transferred to our facility for higher level of care. On (B)(6) 2012, ir drainage of pelvic abscess. Post procedure developed drop in bp and was transferred to ICU for management of septic shock. On (B)(6) 2012, underwent explant of vaginal mesh, and I&d with debridement of necrotic vaginal tissue. On (B)(6) 2012, persisting pelvic sepsis with necrotizing perineal infection - underwent diagnostic laparoscopy and examination of perineum, debridement of perineum and low anterior resection with end colostomy and wound vac. On (B)(6) 2012, remains on mechanical ventilation with severe pneumonia. At request of family pt was made a dnr. On (B)(6) 2012, pt expired.